Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial tray, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01878, 0001822565-2018-01879. Product location unknown.

Event description:
It was reported that the patient was revised to address instability and loosening of the tbial baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. One x-ray was provided which was reviewed by a health care professional. The hcp indicated that there is evidence of loosening of the tibial component and at the visualized small portion of the femoral stem component. Additionally, it was noted that the cement mantel appeared to be diminished along the tibial stem and medial tibial tray. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The implants remained in-vivo for 13-14 years, and the patient had been treated for cancer. Per the package insert of devices used with the most options devices, the impact of total health status or treatment regime (e.g., chemotherapy, radiation, etc.) May affect the stability and overall success of the implant. Therefore the root cause is attributed to the patient's condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated: implant date: the patient was implanted in 2004. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.